Manufacturer narrative:
The device history record (DHR) of lot number 51343 was reviewed on 7/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision on (B)(6) 1993 with 350cc mentor gel implants presented with silicone granuloma in the right lymphnode that was observed in 2005. Ultrasound and mammogram showed left device leakage, and right device rupture. Upon receipt by mentor, the device contained clear gel. No foreign material was observed within device. Red material and gel were observed on the shell surface. Upon inspection, a rent measuring approximately 0.6 cm was observed on the posterior aspect. Shell wear was also observed on the anterior aspect. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. No other anomalies were observed. The complaint of gel bleed was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. A root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Per the mentor website, ¿there has been ongoing discussion concerning small molecules of the liquid components of silicone gel which may pass through an implant shell and into the body. Minute amounts of ¿bleed¿ occur in all silicone-filled breast implants. It is important to note that all mentor gel implants are low bleed. World-wide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 350cc mentor memorygel breast implant, catalog #: 3543507, lot #: 65035. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision on (B)(6) 1993 with 350cc mentor gel implants presented with silicone granuloma in the right lymphnode that was observed in 2005. Ultrasound and mammogram showed left device leakage, and right device rupture. Upon explantation, there was no obvious rent in the left implant, but gel was present in the capsule, and the right device was mildly ruptured. The patient underwent explantation and replacement with new 350cc mentor memorygel breast implants on (B)(6) 2018. Pathology results show no malignancies. The patient fully recovered with no residual effects. Mentor previously reported the right sided issues on (B)(6) 2018 (1645337-2018-03201). On (B)(6) 2018, mentor received additional information indicating that issues were also present with the left prosthesis. Therefore, this report is being submitted with the alert date of (B)(6) 2018 in order to capture the left sided issues.